Manufacturer narrative:
(B)(4).

Event description:
During a vascular intervention procedure to treat the distal popliteal and anterior tibial arteries, the portion of the laser sheath that was not in contact with the patient broke. Initially this complaint noted that there did not appear to be exposure of manufacturing material or laser energy. After the device was returned and evaluated, it has been determined that the catheter had damage to the outer jacket. The jacket was showing bunching and had broken, exposed laser fibers. Another device was opened and the procedure was completed successfully without any patient adverse event. This is being reported due to the potential for exposure to manufacturing materials/inadvertent exposure to laser energy.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.